Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had lines across the touch screen that blocked graphics and text. Reportedly, the lines appeared after the customer dropped the pump. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.